Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a driveline infection. The patient was discharged on (B)(6) 2018. Additional information was requested but was not provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.